Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while sleeping at night, the infusion set's tubing detached at the quick release and she woke up with high blood glucose level. Subsequently, she experienced vomiting, diabetic ketoacidosis and blood glucose level was reported to be 349 mg/dl. Sliding scale was set up and she was given long acting insulin to treat it. The site was on the right side of the abdomen and the pump was lying on the bed next to her. The infusion had been in use for two days. The infusions were stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. She was unsure about any stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.